Event description:
Country of complaint: (B)(6). On (B)(6) 2006 a male patient submitted to arthroplasty sx procedure. After 3 different admissions in the hospital because of painful status, on (B)(6) 2012 was submitted to a revision procedure. The insert was found to be damaged. The implant used was a hybrid, meaning that other components not-aesculap were used.